Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( patient code).

Event description:
Additional information received provided that the was no patient involved,

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked right plunger case and a missing battery door. Event log history was performed and indicated that base hardware failure ? Failed code 24.0000 was recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the interconnect board as a preventive measure. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure: base failure error. There was no reported adverse event.